Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose level of 262 mg/dl and it was addressed with a correction bolus. Reportedly, the customer reloaded a pervious cartridge and would continue to use the pump for insulin therapy.